Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to erosion. The cylinder herniated into the scrotum. A patient outcome was not reported.

Manufacturer narrative:
Model and lot number updated.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to erosion. The cylinder herniated into the scrotum. A patient outcome was not reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to erosion. The cylinder herniated into the scrotum. A patient outcome was not reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has a leak attributed to wear at a fold in cylinder body; hole at corner of fold was present. Cylinder has a fold in cylinder body. Cylinder was not pressure tested due to leak was identified. Product analysis was unable to confirm the reported event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen, as migration and erosion which are addressed in our labeling and risk documentation.